Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 14 mg/dl and 221 mg/dl, lo (less then 10 mg/dl) and 92 mg/dl the comparisons were performed on the same date, 3 hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device.